Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services (ts). The field clinical specialist reported that the programmer displayed a red screen associated with a pd code. A pd code is a self-correcting error when memory corruption is detected in the patient's information within the device. A side-effect of this condition is that the implant date is reset to the most recent follow-up date, and that some re-programming to the initial parameters is needed to re-establish the implant date. The device was set to the initial programming, and the implant date was set to follow-up date following the device setup. The electrode ID re-entered. No further action needed as the condition was mitigated, settings re-populated manually. A note was manually added in the device to clarify the implant date being reset. This note displays upon every interrogation of the device with the attempt to avoid confusion of the unusual implant date. No adverse patient effects were reported. This device remains in service.